Event description:
It was reported that the cardiac monitor could not be interrogated. A replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.